Event description:
It was reported that the atrial lead (ra) and the ventricular lead (rv) both showed signs of apparent conductor fracture and had high lead impedances. Fractures were visualized on fluoroscopy pre-procedure. The atrial lead was explanted and replaced. The right ventricular lead was partially capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the inner insulation was torn, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched. (B)(4). The proximal segment of the lead was returned, analyzed and the distal conductor was fractured. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut and the outer insulation had a cosmetic depression.